Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller and pin were broken. Prior to testing the device was returned for service with a report of, pump doesn't work. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.